Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02nov2018. Philip's product support representative walked the customer through calibrating the touchscreen. The customer stated that the unit was working.

Event description:
The customer reported that the touchscreen was "not correct". There was no patient involvement. The event date was not specified; estimate used.